Event description:
A cartridge change error with the pump was reported. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The caller was assisted by technical support to check and clean the o-ring and pneumatic tap area and successfully completed the load process, enabling insulin resumption. It was confirmed that no cartridge replacements were required, and the caller was advised to monitor system performance.